Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a blister. No reports that it was open or weeping. The patient's doctor recommended removing the device while the blister heals. Follow-up attempts were unsuccessful and the outcome of the irritation is not known.